Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm during therapy (medication, dose, programmed amount and delivery rate unknown). It was also reported that the device had been operating and infusing in proximity to a known hospital bed. It was noted that the issue occurs while the device is running on alternating current power in proximity to the bed and appears to infuse without an issue while on battery power in proximity to the bed. There was no patient injury or medical intervention associated with this event. No additional information is available.